Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed one pump reboot event related to a replace battery alarm. During investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad. The threads of the returned battery cap were observed to be stripped. The returned battery cap was unable to properly secure or maintain an electrical connection with the returned pump or a test pump. The coin slot of the returned battery cap was found to be severely damaged. A test battery cap was used and able to properly secure to maintain an electrical connection. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery cap was unable to be removed, with no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.